Event description:
Voluntary medwatch received states a pericardial effusion occurred during a left atrial appendage closure procedure involving a leadless pacemaker (lp) and delivery catheter. Pericardiocentesis was performed. The patient was monitored with the effusion under control.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.